Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with at least three occurrences on same pump and no notable events before malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump with updated software.